Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician successfully closed an arteriotomy site with the starclose device following an unk procedure. On an unk date, the pt was treated in the ER for a possible infection and given unspecified IV antibiotics. A culture was not taken and infection was not confirmed, however, the skin site has not completely healed.